Event description:
It was reported that one day post xience v stent implantation in the proximal right coronary artery with one 3.5 x 23 xience v stent and in the proximal circumflex artery with one 3.5 x 18 xience v stent, the patient experienced chest pain with elevated troponin levels. The ECG showed abnormal st elevation from v1- v3, however, approximately 20 minutes later it returned to normal. The patient was diagnosed with a myocardial infarction and was treated with isosorbide dinitrate and nifedipine. On (B)(6) 2011, the event resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and myocardial infarction are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.